Manufacturer narrative:
The results of this investigation concluded that both leaflets were able to fully open and close when manually manipulated with no resistance occurring. Minimal pannus formation was found on the sewing cuff. No inflammation or significant calcification was found, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a patient underwent mitral valve replacement with a 27 mm masters series mechanical valve. On (B)(6) 2017, the patient was admitted as the leaflets of the valve were not completely moving. The patient was managed with thrombolytics and was observed. On (B)(6) 2017, a high risk re-do mvr was performed and the valve was explanted and was replaced with a 27 mm epic mitral valve. The patient died post-operatively during the night.